Event description:
A customer contacted baxter's technical service center and reported that the home patient (hp) had re-spiked the supply bag. The caregiver (cg) needed assistance removing the cassette to start over with new supplies. The technical service representative (tsr) advised the cg to cycle power. Product surveillance contacted the cg regarding the re-spiking. The cg stated the hp unspiked the cassette from the solution bag and then re-inserted it because he was confused. The cg stated there was no patient injury or medical intervention as a result of this event. The cg stated the hp was able to resume therapy successfully with new supplies. Per the cg, the hp was hospitalized 3 times since october. The first time was for an infected cyst, the second time was for kidney stones and the third time for pancreatitis. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine root cause. Since the lot number is unknown, a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report of a patient disconnecting and reconnecting a supply bag was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information the cause of the complaint is use error. Labeling review found the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.